Event description:
It was reported to philips that the device has no audio. The field service engineer (fse) evaluated the device and confirmed it has no audio. The device needs a speaker. Upon conclusion of the evaluation, it was determined that the speaker requires replacement. It was replaced. The device passed testing and put back into service.

Event description:
It was reported to philips that the device has no audio. There was no patient involvement.